Event description:
Inability to remove catheter in the right groin. During cardiac cath. "There is an anomalous left coronary artery which could not be cannulated despite numerous attempts." While trying to cannulate this the catheter became knotted. The catheter was brought back to the sheath but could not be brought back out of the sheath. Attempts were made to open the catheter but this did not work. The pt was taken to the operating room for removal. The pt tolerated the procedure well.